Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received insulin flow blocked alerts. Blood glucose reading was 401 mg/dl. Customer stated that the event of insulin flow blocked alert was resolved by infusion set change. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.